Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient was explanted of their vns generator and lead due to infection. During this explant procedure, the surgeon had identified that the lead was breached and showed signs of cloudiness within the tubing. Surgeon suspected that the breach in the lead and the infection events are related in that the lead may have been damaged in the previous surgery (m1000 placement in june) and the cloudiness came from the infection seeping into the lead, which in turn exacerbated the infection due to the current through the lead. Device history records were reviewed for the generator and lead. The generator and lead passed all specifications prior to distribution. The generator and lead were hp sterilized the explanted products have been received by the manufacturer. No other relevant information has been received to date.

Event description:
Product analysis (pa) for the lead was completed. The breached outer tubing condition was confirmed. No other relevant information has been received to date.